Event description:
It was reported to olympus the hd camera head had no image when connected. The event occurred during preparation for use and there was no report of harm or patient injuries.

Manufacturer narrative:
During inspection the service technician confirmed the customer report. It was noted a shorted cable which was replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time, as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the cause of no image occurred from a faulty cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.